Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) as the system did not fire energy. The system was tested and verified as ready for use. The iesu unit involved with this complaint has been returned for evaluation. However, the failure analysis investigation has yet to be completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. System log review was performed. Per the review, the following was confirmed: no image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the erbe not having energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed the erbe was not recognizing instruments and had no energy. The customer power cycled the erbe and switched out the monopolar cord and power cycled the system however no energy. The erbe displayed a red question mark on the screen. The customer changed out the vision side cart with another one that was not in use for the day. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint and completed the device evaluation. The erbe unit was returned for failure analysis however the reported failure of recognition and no energy output could not be reproduced. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h10/h11 for follow-up information.